Event description:
It was reported that the device was explanted after an implant duration of at least 112 months, due to aortic regurgitation, probably due to perivalvular leak and aneurysmal dilatation of ascending aorta. Information learned from implant patient registry and the operative report.

Manufacturer narrative:
Aneurysmal dilatation of ascending aorta. Device not returned.